Event description:
There was an abo typing discrepancy on the abs2000. A pt sample resulted as o positive on the abs2000. The sample subsequently typed as a positive using manual tube testing. When repeated on the abs2000, the pt sample typed as a positive. The o positive result was not reported.

Manufacturer narrative:
The customer did not return product or sample for investigation testing, pt sample was qns. Issues due to the nature of the sample can not be ruled out. In-house donor samples of known abo types were tested using retention products of reagent lots the customer used in testing on an in-house abs2000. All in-house donor samples typed as expected. A svc call was performed. The centrifuge shake time was adjusted. The instrument performed as expected following the svc call.